Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that two patients had early hemorrhage occur and 1 patient had vessel perforation. All of these events were treated conservatively with good functional recovery. In one of the patients with the hemorrhage, venous outflow obstruction was assumed to be the cause of the recurrent state. There was no obvious cause identified with the ot her hemorrhage patient. Onyx was used to treat the patient with vessel perforation immediately after it occurred intra-operatively with no adverse clinical consequences. Upon discharge, two of the patients were at grade 3 mrs, but one of them presented with grade 3 in the beginning. Data for 21 patients that underwent onyx embolization treatment were retrospectively analyzed between january 2011 and june 2017. There were eight (8) females and thirteen (13) males. Out of the 21 patients, only three complications were reported.